Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was ordinarily revised due to patient had fallen, had a conserve® cup which upon falling the cup moved out of position. Revised to biofoam 3 months later revised to a zimmer cup.